Event description:
It was reported that double beep no cassette was experienced during testing. No patient injury.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replaced defective downstream occlusion (dso) sensor. The cause of the reported problem was traced to the customer damage of the dso sensor. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.